Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, inadequate bone quality/quantity, mobility. Inadequate bone on distal from immediate placement, even with grafting.